Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data revealed records from (B)(6) 2017; the black box data from the date of the complaint had been overwritten due to continue patient use. The available black box records did not show any evidence of and intermittent power event. The returned battery cap was intact, within specifications and able to attach to the pump properly. On investigation, the pump powered on normally and was exercised for 24 hours without power interruption or alarm. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment threads were noted to be damaged. (B)(4).